Manufacturer narrative:
Initial.

Event description:
It was reported that the user removed the needle guard from an inset infusion set and inadvertently pulled the teflon cannula and adhesive off the applicator, after which a representative guided the user through a site-only change and provided troubleshooting and education, and replacement supplies were shipped. Symptoms included no reported clinical effects. Outcomes included no reported device alerts or alarms and no need for medical care. Investigation included user education and troubleshooting. Investigation of this case revealed incorrect deployment of the infusion set consistent with an infusion set handling or connection issue associated with the infusion set component. It was concluded, based on previously established findings for similar reports, that user technique was the most probable cause.